Event description:
It was reported that the customer stated bag leaks where the connector is already on the bag. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This report is being submitted as additional information. The reported event was inconclusive because no sample was returned. The labeling is found to be adequate. The DHR review could not be performed without a lot number. Correction: g UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated bag leaks where the connector is already on the bag. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.